Manufacturer narrative:
The investigation of the aeds associated with this complaint is underway and the root cause is not currently known.

Event description:
A healthcare provider reported a rescue attempt where the AED reportedly prompted "connect pads" despite the pads being connected. The healthcare provider disconnected and reconnected the pads, but the issue persisted. The AED produced faint and muffled audio and did not advance beyond the "connect pads" prompt. The responder subsequently transferred the pads to a second AED, which powered on, analyzed, and indicated "no shock advised." The original pads were discarded and not available for analysis. According to the healthcare provider, the patient had passed away during the night. Emergency response was initiated, and CPR was performed by fire department personnel. The patient was pronounced deceased upon ems arrival. Although the event occurred during patient use, there is no indication that the device malfunction contributed to or could have caused the patient's death or serious injury. The healthcare provider was not certain which AED was associated with the "connect pads" warnings. The two devices involved were serial numbers (B)(6).

Manufacturer narrative:
AED log review confirmed the device operated as intended and no shocks were advised during the rescue event on (B)(6) 2025. After pad removal, approximately one hour later, multiple self-tests were performed and a "no pads" warning occurred. Logs showed intermittent open and high patient impedance during the rescue, consistent with possible poor pad contact. The unit was returned for inspection and testing; all functional tests passed, no defects were found, and pads detection and audio operated normally. Issues could not be reproduced.